Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address bone fracture found on the post op xray.examination of the reported device was not possible as it was not returned. It was reported the patient bone quality was not adequate for primary stem and a long oblique fracture was noticeable on post-op x-ray. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address bone fracture found on the post op xray.